Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Colostomy takedown. What surgical procedure was performed? Colostomy takedown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Resident. Unknown number of times fired but was a participant in a circular stapler lab in early (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, but unknown if the device was retightened were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible and tactile crunch, green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, and determined to be intact were there any issues noted with staple formation? If so, please describe the shape and location. No. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Believed to be multifactorial, but did note that in reoperation it appeared as though the tissue around the anastomosis was slightly necrotic and determined that there was some tension on the anastomosis does the surgeon believe the leak was due to necrotic tissue factors? Yes and tension was a leak test performed? If so, what type and what was the result? Gi scope and no bubbles seen. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 4-5. How was the leak identified? CT scan/free air. What was observed at the site of the leak upon reoperation? That it was slightly necrotic and under some tension after patient had first bowel movement. How was the leak addressed? Reoperated and given an end colostomy. Were there any issues experienced with the device in the initial surgical procedure no.

Manufacturer narrative:
(B)(4). Date sent 8/29/2024. D4 batch #: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6: health effect ¿ clinical code gastrointestinal system (e10). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Does the surgeon believe the leak was due to necrotic tissue factors? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap colon procedure the patient had a takedown of a colostomy. The purse string was done with an automatic purse string applier. The stapler was closed past the middle line and halfway to the bottom of the staple height indicator. The anastomotic rings were intact upon inspection. The leak test was done with a gi scope and concluded that there were no bubbles. The patient was released post-op day 4, but was readmitted to the hospital on post-op day 5 with pain. CT scan showed some free air, but was contained. On post-op day 6, the patient was not improving and was taken back to surgery and given an end colostomy. During surgery it was noted that part of the anastomosis looked slightly necrotic. The surgeon speculates that there may have been tension on the anastomosis.